Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, a scratched reservoir tube window, a scratched case near the reservoir tube window and broken battery tube threads.

Event description:
Customer reported that the insulin pump is cracked where the battery cap locks in. The blood glucose reading was 269 mg/dl. The insulin pump had been dropped. Nothing further was reported.